Event description:
It was reported that the unit had low power output and would not cut. No patient injury reported. Unit sent for repair. No additional information is available. Lp-20-120 leep (B)(4).

Manufacturer narrative:
Device is being returned for repair. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Updated. Distribution history: this complaint unit was manufactured at csi on 12/26/2018 under wo (B)(6) and shipped on (B)(6) 2019. Manufacturing record review: DHR's 253855 & 253856 were reviewed and no non-conformities, related to the complaint condition, were noted. None of the observed notes indicate a similar issue. Incoming inspection review: not applicable. Service history record: this unit was returned and processed under log 101254 for unconfirmed complaint and subsequently updated to the latest revision 11/09/2023. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions in reference to "not cutting'. However, there is no indication this is relevant to this complaint as it was found to function free of defects. Product receipt: the complaint unit was returned via (B)(4) and at csi 5/31/2024. Visual evaluation: visual examination of the complaint unit revealed no outer physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause : the device tested to specification and found to meet all visual and functional test specifications. A root cause is not applicable as the complaint condition was not confirmed. The unit was evaluated, tested to specifications free of defects and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed.

Event description:
No additional information is available.